Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the device's power supply in order to resolve the customer's reported issue. After the fsr's repair, the device was able to power on properly to operation. The fsr also identified that the customer's external battery's voltage was low. The customer stated that they will replace the external battery themselves so the fsr returned the device to the customer for them to complete the external battery repairs at a later time.

Event description:
The customer reported that their avea ventilator does not completely boot up. The customer stated that while the ventilator is plugged into a wall a/c source and turned on, it starts to turn on but then it suddenly powers off and keeps rebooting itself. The customer stated that this was discovered during servicing of the ventilator and that there was no patient involvement.